Event description:
Using the yellow vacutainer device with the "blue vacutainer sleeve and blunt needle on an art-line. When changing tubes, blood was spurting out of the yellow vacutainer (apparently the rubberized sleeve did not return to original shape.